Manufacturer narrative:
It was reported that the anti-fog solution was accidentally injected in a patient. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. The kit/solution were not returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the anti-fog solution was accidentally injected in a patient.